Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a non-functional front response button. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received the front response button switch was found to be defective, which prevented the monitor from powering up past the splash screen. The root cause for the defective switch could not be positively identified, but the damaged switch was likely the result of excessive force when pressing on the response button. No adverse event occurred due to the defective response button switch. The last person to use this monitor did not report any problems.